Event description:
The customer reported that the door closed on the operator's hand while customer was pushing a basket into the washer. The customer stated that the basket had jammed under a closing door. The operator tried to push the jammed basket from under the door when the door closed on their hand. The injury was reported as hairline fracture to the finger of right hand. Also, as a reaction to the door falling on their hand, the operator tried to pull their hand away from door, which resulted in a tear in their rotator cuff muscle. The hairline fracture to the finger has healed. The operator is following physical therapy and is on extended sick leave for the torn muscle.